Manufacturer narrative:
Device not returned to pioneer surgical for eval, but rather was lost at the hospital. Medwatch was filed by the hospital on (B)(6) 2013, (B)(4).

Event description:
Tip of screwdriver broke off ("cold fused") in the plate final locking mechanism. Surgeon was performing an anterior cervical discectomy and fusion plating system. Surgeon left the piece in the pt because they believed that it will not cause any problems and therefore, does not need to be removed.